Manufacturer narrative:
The primary reason for the blue vent cap being difficult to remove and/or the pull tab breaking off is the mold process injection speed parameter by which the cap was produced.

Event description:
When he aortic cannula was inserted into the ascending aorta, the cannula vent cap could not be easily removed. An alternate device was used. There were no adverse consequences to the patient was a result of this event.